Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, it was difficult to rotate the 0-degree endoscope. The customer used a backup endoscope to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The event did not involve a reversed control on system arms. The vision orientation did not change on its own. The endoscope moved freely with an uncontrolled motion. The issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope that was involved with this event. However, the failure analysis investigation has not yet been completed. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the attached endoscopes adapter (aea) is still present. There is likely high-friction in the aea geartrain. The issue could not be confirmed without physically assessing the endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The endoscope was evaluated. Upon friction testing, the camera instrument adapter did not rotate properly and had abnormal noises. The camera instrument adapter was removed from the endoscope housing and evaluated. Attached endoscope adapter (aea) bearing friction was identified.

Event description:
Refer to h10/h11 for follow-up information.